Event description:
Patient called to report she was long time successful acuvue 2 wearer and was switched to acuvue advance by her eye care professional (ecp). The patient reports that 2 days into wear schedule, the patient developed "corneal ulcers" in right eye. The patient reports experiencing burning, tearing, and redness od on waking. The patient was seen b the ecp, prescribed tobradex and lens wear was discontinued. The patient did not want the ecp contacted and did not forward treatment records. Details of the reported ulcer are unavailable. Corneal ulcer may be serious or non serious. Event reported as MDR as possible worst case. The patient reports returning to acuvue2 wear.